Manufacturer narrative:
Journal article citation: flores, tonatiuh, et al. "Gram-positive bacteria austria increase breast implant-related complications: prospective analysis of 100 revised implants". Plastic and reconstructive surgery 153.1: 76-89. Lippincott williams & wilkins. (Jan 2024); received for publication april 29, 2022; accepted november 8, 2022; first available: 2024-02-14; updates: 2024-02-14; dx.doi.org/10.1097/prs.0000000000010499. Additional contributing authors: tonatiuh flores, md karl landsteiner university of health sciences clinical department of plastic, aesthetic and reconstructive surgery; celina kerschbaumer, ba, bsc karl landsteiner university of health sciences clinical department of plastic, aesthetic and reconstructive surgery; florian j. Jaklin, md clinical laboratory for bionic extremity reconstruction, department of plastic surgery, reconstructive, and aesthetic surgery medical university of vienna; alexander rohrbacher, md karl landsteiner university of health sciences; michael weber, phd karl landsteiner university of health sciences; matthias luft, md karl landsteiner university of health sciences clinical department of plastic, aesthetic and reconstructive surgery clinical laboratory for bionic extremity reconstruction, department of plastic surgery, reconstructive, and aesthetic surgery medical university of vienna; christoph aspock, md (deceased) karl landsteiner university of health sciences clinical institute of hygiene and microbiology; barbara strobele, md karl landsteiner university of health sciences clinical institute of hygiene and microbiology; melitta kitzwogerer, md karl landsteiner university of health sciences clinical institute for pathology, university clinic of st. Poelten; david b. Lumenta, md division of plastic, aesthetic and reconstructive surgery, department of surgery, medical university of graz.; konstantin d. Bergmeister, md, phd karl landsteiner university of health sciences clinical department of plastic, aesthetic and reconstructive surgery clinical laboratory for bionic extremity reconstruction, department of plastic surgery, reconstructive, and aesthetic surgery medical university of vienna; klaus f. Schrogendorfer, md karl landsteiner university of health sciences clinical department of plastic, aesthetic and reconstructive surgery. The events of capsular contracture, exposure, infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial growth(infection), implant rupture, capsular contracture, baker grade ii/iii, implant exposure.

Event description:
Journal article titled "gram-positive bacteria increase breast implant-related complications: prospective analysis of 100 revised implants" reports a study of implant revision surgeries, some of which were due to bacterial growth, implant rupture, capsular contracture, baker grade ii/iii, implant exposure, implant dislocation and/or aesthetic dissatisfaction. The devices have been explanted. Affected side is unknown. Only one mcghan(allergan/abbvie) product was mentioned as being affected through the bacterial growth testing.